Event description:
A female patient reported that at the end of (B)(6) 2014 she began experiencing an uncomfortable feeling in her eyes while using consept one step disinfecting and neutralizing system. She sought medical attention and was told that she had a herpes infection (herpetic keratitis) in her eyes. She indicated the doctor did not tell her if the herpetic keratitis was caused by use of the products nor did he indicate if the symptom was chronic or temporary. She indicated the doctor said the symptoms were stress-related. She was prescribed oftector ophthalmic solution and zovirax ointment. In two weeks her symptoms resolved. She did not require any other doctor visits. The patient did not indicate there had been any vision loss. She discarded both products she had used; the lot numbers are unknown. Patient declined to provide the doctor/hospital name for follow up. This report is for the neutralizing tablets. A separate report is filed for the hydrogen peroxide disinfecting solution.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
Alternative report identification number (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Information that was known but inadvertently not provided in the initial report. Concomitant medical products: oxysept 1-step disinfection solution. All pertinent information available to the manufacturer has been submitted. Placeholder.